Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no signs of defect. The incident with the clip applier occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Lg weck clips were used with the clip applier instrument. The surgeon used lg clip on the vessel or structure. The vessel or tissue bundle wasn't greater than the specified diameter suggested in the IFU. The issue was resolved by removing and replacing. The instrument was available for return to isi for evaluation. There were no photos and/or videos of this event available for isi review.

Event description:
Refer to h11 for follow-up information.